Manufacturer narrative:
A pride representative made some adjustments to the device. The device is working properly and the customer is happy.

Event description:
Alleges while coming out of the bathroom the rear caster wheels froze and then whipped the chair to the left causing injury.

Manufacturer narrative:
The "date of event" was not provided. The device has not yet been made available for evaluation. If the device or further information becomes available, a follow-up report will then be issued.

Event description:
Alleges while coming out of the bathroom the rear caster wheels froze and then whipped the chair to the left causing injury.